Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cc4204a intraocular lens, diopter +23.0 was returned damaged, though "opened not used" was recorded on the box. Attempts to obtain additional information have not been successful.